Manufacturer narrative:
E1: initial reporter phone number is (B)(6), reported here as phone number exceeded character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air bubbles were seen in the faradrive steerable sheath 3 way stopcock after several time of aspiration while the catheter was still inside. The procedure was completed using different faradrive sheath. No patient complications occurred. The product is not expected to return. It was further reported that a pressure bag was used for irrigation. No leak or air in patient seen. At the time, the air was observed, only the farawave catheter was inside the sheath. Prior to that, only the faradrive dilator was inside the sheath.